Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set was bent after the patient pulled her site. The patient then went to the emergency room (ER), where upon intake, her blood glucose levels were around 400mg/dl. The patient was in the ER for three hours, and fluids and manual injections were given to address the high blood glucose levels. Patient had large ketones that the health care provider identified as dangerous. The patient was not admitted to the hospital or intensive care unit. When the patient left the ER, her blood glucose levels were 180mg/dl, which was noted as being in the patient's target range. No permanent injury was reported. See MFR: 3012307300-2017-00974, 3012307300-2017-00975, and 3012307300-2017-00976